Manufacturer narrative:
Evaluation revealed intermittent image due to faulty cable unit. The coupler is bent and has rough movement. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the device had no image or gave a black image. There was no harm or user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty cable unit could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Customer confirmed the procedure was completed successfully with no delays or harm to the patient. A similar device was used to complete the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer (b5).